Event description:
The foreign ((B)(4)) distributor received a report from the hospital that on (B)(6) 2012, a rotating punch malfunctioned during a vein graft procedure. It was reported that the punch was placed into the aorta to punch a hole, but the device became stuck. The punch would not release and had to be cut out. It was reported that another punch was used to complete the procedure and there were no patient complications as a result of the alleged incident. The manufacturer has not yet received the punch that malfunctioned for analysis. The distributor has indicated it has recently been shipped.

Manufacturer narrative:
(B)(4). Quest medical, inc. Has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.